Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 400 mg/dl. Troubleshooting was performed. The customer stated that she threw away all of her remaining infusion sets due to receiving no delivery alarms while priming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.